Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose between 300 mg/dl and 400 mg/dl. Customer was requesting mio sets as emergency supplied due to preferring this brand. Infusion sets would be sent to customer.